Event description:
Ous MDR - after an implantation period of about 97 months, shock impedance values > 150 ohm were reported. All other measurements were reported to be in range. The lead was successfully replaced, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends confirmed a sharp increase of shock impedance since (B)(4) 2016. Furthermore artefacts on the ff channel were observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.